Manufacturer narrative:
The device subject of the event was returned for evaluation. The evaluation confirmed that the exacto cold snare was damaged on the distal end of the device. The device history record was reviewed, and no abnormalities were noted. There have been no other complaints associated with this lot. The exacto cold snare instructions for use states that the following conditions may not allow the device to perform properly: "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. Attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." No additional issues have been reported.

Event description:
The user facility reported via facility medwatch report mw5107049 that during a colonoscopy polyp removal the tip of the snare tubing broke. The snare was removed from the scope with the broken tube tip still intact. There was no harm to the patient.